Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip caught in chordae and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The patient anatomy included mitral annulus calcification, a restricted posterior leaflet and previous coronary artery bypass graft. The clip delivery system (cds) was prepared without issue and was advanced into the patient anatomy. The clip was positioned at the valve; however, the clip became caught in the chordae. Standard troubleshooting maneuvers were performed and the clip was easily removed. The clip was then able to grasp the leaflets and was implanted. After deployment, it was noted that there was a torn chord on the medial side of the clip. No intervention was performed, as the mr was reduced to trace. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of tissue damage is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported image resolution was related to patient and procedural circumstances as difficulties with visualization due to calcification was reported. The reported unspecified tissue injury (chordal rupture) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. The serious injury/illness/impairment was a result of case-specific circumstances as no treatment was performed for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.